Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 5. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) explained the alarm and had the hp close the clamps and then cycle the power to clear both the system error 2240. The hp was connected at the time of the alarm and did not disconnect, all bags were properly spiked, no extensions were used, there were no open clamps on unused supply lines, no leaks and the proper procedures per the user manual were review with the hp. The tsr advised the hp to discard supplies and either start over with new supplies or finish with manuals. Global product surveillance (ps) contacted home patient's (hp) wife who is the caregiver (cg) on (B)(4) 2012 regarding the reported problem. The cg stated that the hp was able completed therapy with manual supplies. The cg did not notice any defects with the original supplies. The cg had discarded the original supplies and did not have a companion or know the lot number. Ps contacted the peritoneal dialysis nurse (rn) on (B)(4) 2012. The rn stated that there was no medical issues or injury related to the reported problem. The rn stated that the home patient (hp) was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.